Manufacturer narrative:
Na.

Event description:
The customer experienced issues with results for qc material and patient samples after weekly maintenance was performed. Of the data provided for three patient samples, only the results for one patient sample were discrepant and reported outside the laboratory. The initial hemoglobin a1c result was 34.7% which was reported. The repeat result on another analyzer was 9.9% and was believed to be correct. The customer called the floor and the patient was not treated based on the result. There was no adverse event. The reagent lot number was 606019. The expiration date was requested, but was not provided. The customer tried replacing the sample probe and performing calibration, but errors were received. Upon follow up, the customer stated the issue appeared to have been resolved by unclogging a drain.

Manufacturer narrative:
The field service representative found there was a fluidics failure and a clot in vacuum assembly. He cleared the clot and retested with no further problems. The customer ran calibrations and controls with all results are within limits.